Event description:
Information was received from a manufacturer representative regarding a device used for anterior cervical discectomy and fusion (acdf). It was reported that the locking mechanism of the plate would not turn. Additionally, multiple instances of the centerpieces were noted to have lock set screws that seemed to be cross-threaded. There was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of product:(B)(4), lotno:ca19h095 visual and optical inspection of the centerpiece expander did not reveal any damages that would hinder the implant from expanding. Functional inspection with a sample 13mm inserter confirmed the implant was able to connect and engage, expand, and close without any grinding or restrictions. The cage set screw appears to have been backed and out threaded back in causing the thread damage. The set screw is not made to be backed out all the way. The cage is no longer able to be locked into position due to the damaged threads on the screw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.